Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that sympathetic flow has been observed during infusion after the last upgrade. The pump pulls the fluids from the primary flush bag even if they are hung as low as possible due to which there is an extended infusion time of the secondary. There was patient involvement, but the outcome is unknown.